Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2: this supplemental is being sent to correct the information submitted within follow up #1. The lay user/patient's meter has been return and evaluated by lifescan product analysis, however the test strips associated with this complaint have not. The additional MFR narrative of follow up #1 should have read as follows: "the meter passed all testing with no faults found. The reported issue could not be confirmed." Additionally, the alert date should have stated (B)(6) 2016. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.